Event description:
Caller reported an issue with incorrect pump time settings requiring updates. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time, advised monitoring for future discrepancies, and provided instructions for follow-up if needed.